Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: visible air in line that was able to pass through the pump w/o alarming. Pump finally did alarm air-in-line. Was sent to biomed and they said it was a tubing issue not a pump issue. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: one (1) picture of a used set with fluid inside was provided for evaluation. The provided picture was visually evaluated; it was noted the tubing had fluid inside and bubbles are visible. The defect is confirmed. Although the photographs were confirmed and the air in line could not be replicated, a possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming.